Event description:
The customer complained that two pt samples yielded false negative reactions with cell 1 of biotestcell 3. Both pts are supposed to have an anti-d. We received the two affected samples and the allegedly defective lot of biotestcell 3. Samples were tested with the complaint sample and the retention sample of biotestcell 3 in our quality control laboratory using different methods. Testing of the allegedly defective and the retention sample of biotestcell 3 yielded comparable results. The pt samples reacted weakly positive with cell 2 of biotestcell 3 and negatively with cell 1 of biotestcell 3. The samples were also tested using the gel method with the reagent red blood cells of a competitor. Cell 2 of this screening cells reacted positively while cell 1 resulted only in a +/- reaction. All testings confirm the weakness of the two antibodies. Moreover the antigenity of the affected d antigen of different reagent red blood cells may vary lightly. Testing of our quality control laboratory confirmed the correct function of the allegedly defective lot of biotestcell 3.

Manufacturer narrative:
A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Tango optimo specific data were requested for review but up to date despite several inquiries not received.